Manufacturer narrative:
On 6/18/2019, a manufacturing record evaluation (mre) was performed for the finished device number 258840, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the date of explantation (B)(6) 2019). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of the replacement implants as follows on (B)(6) 2019: right side: catalog number: 3502450; serial number: (B)(4). Left side: catalog number: 3503450; serial number: (B)(4). Mentor also became aware that patient suffered right side deflation and no issue on the left side. Hence, patient code "capsular contracture" has been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with 475cc mentor smooth round spectrum on the right and with 525cc mentor smooth round moderate profile on the left side. The patient was presented with right breast implant deflation and left side capsular contracture,baker grade: iii-IV confirmed upon doctor's examination on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.